Event description:
Female patient suffered a serious femur fracture over a year ago. She had a non-union that resulted in additional surgery and the removal of hardware including the broken 7-hole plate.